Manufacturer narrative:
H10: insufficient information is available to determine the resolution of the event. The key market reported that the customer had repaired the device on their own. The key market was unable to provide any details regarding the event and could not explain how the customer's issue was resolved. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation. The key market reported that there was no medical intervention, or delay in therapy reported. The patient was moved to a different ventilator when the malfunction occurred.

Event description:
Philips received a complaint from the customer, reporting that the v200 ventilator would not boot up intermittently. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v200 ventilator had issues booting up, and would automatically shut down after three days.

Manufacturer narrative:
E1: reporting address line 1: (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporter phone #: (B)(6).